Event description:
The patient developed a skin tear on his right lower abdomen when rn was clipping the patient's abdomen using the regular blade. The surgical site, including the skin tear was prepped with chloraprep. The physician was notified prior to start of the operating room case.